Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarmed and displayed error code message 354.6740 for syringe nut became disengaged. There is also a small crack/damages in the lower case and a bent release latch. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block causing error 354.6740 rear case bottom front corners cracked, tube drive bent, latch module damaged. Calibrated. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the carriage assembly block (error code: 354.6740). A review of the device history record showed the device had a manufacture date of 22apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6740. There is also a small crack/damages in the lower case and a bent release latch. There was no patient involvement.

Event description:
It was reported that the device alarmed and displayed error code message 354.6740 for syringe nut became disengaged. There is also a small crack/damages in the lower case and a bent release latch. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.